Event description:
The customer reported approximately 10 ml of fluid had leaked from the differential (diff) mixing chamber on a coulter lh 780 hematology analyzer; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/18/2015 and confirmed that the customer's reported issue was due to a pin hole leak in the lower restrictor line tubing through pinch valve vl46b to the flowcell. The fse replaced the restrictor line tubing, resolving the leak reported. (B)(6).